Event description:
The customer reported that the probe leaked fluid from the handler and the dilution cup overflowed on the ortho provue analyzer. All testing was aborted. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue, preventing erroneous results from being reported

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the tubing connections from the fluidics system wash/waste bottle were interchanged and the pressure was slightly out of range. The fe performed the appropriate service to return the instrument to expected operations. Incident occurred as a result of user error. This customer has not logged any complaints against this analyzer since this incident.